Event description:
The dealer stated the units alarms are not functional. The unit has 5 hours on it. The dealer was inspecting new unit prior to sending out on patient. Therefore no patient involved.